Manufacturer narrative:
E1:patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient was hospitalized on (B)(6) 2025 due to adhesive on the infusion set come off leading to hyperlycemia. The blood glucose level was 260 mg/dl at the time of event and the patient got treated with insulin pump. No further information was available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6010934 was provided. Complaint was classified under malfunction code: adhesive patch completely detaches during use- detachment / significant wetness. No products or pictures were returned with the complaint to aid in the investigation. A similar complaints search in the eqms system performed on 24-jan-2026 for against "lot number" "6010934" and similar malfunction code(s) : adhesive patch completely detaches during use- detachment / significant wetness and adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to . No similar complaints were identified. A query was run in the electronic quality management system (eqms) on 24-jan-2026 against "lot number" "6010934" and similar malfunction code(s) adhesive patch completely detaches during use- detachment / significant wetness and adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to . No records were found with lot 6010934 directly referenced. Corrective and preventive action (CAPA) determination: during the investigation, a CAPA related to adhesive issues was identified. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaint and bounding covers mio advance products and the time period review. Summary conclusion: based on no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analysed.

Event description:
To date no additional patient or event details have been received.